Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for this report event could not be determined.

Event description:
It was reported that there was a tear in the posterior capsule after lens implantation. The lens was removed and replaced with an anterior chamber lens. An intraocular injection was also administered during the surgery. Additional information has been requested but has not been received.